Event description:
It was reported to nova biomedical that a consumer received clinically significant blood glucose readings of 6.7 mmol/l (111 mg/dl) on his blood glucose meter and 2.4 mmol/l (43 mg/dl) on another brand of blood glucose meter within a ten minute period. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.